Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as hardware. The fse replaced both reference electrodes, the chloride electrode, the mixer motor and decontaminated all the reagent lines for both cells which resolved the issue. Information not provided by customer. (B)(6). (B)(4).

Event description:
The customer reported the generation of multiple erroneous ise (ion-selective electrode) patient results on unit 1 of their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no impact to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to the event. The customer did not provide data.